Manufacturer narrative:
H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2023-00193. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A definitive root cause was unable to be determined; however, may have resulted from a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient's left knee was revised due to worsening pain and instability, approximately eleven years and five months, after initial implant. Upon information and belief, the loose components, significant synovitis were due to premature polyethylene wear of the tibial insert. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. This is report 2 of 2 for this event/patient.